Manufacturer narrative:
There is no additional information for this event as yet. Event date is not known. Supplemental report(s) will be filed as the information becomes available. The device has been returned and a device evaluation completed for it. The manufacture date is not known. The user¿s complaint was not confirmed. Upon inspection the device passed all functional tests. All video output signals and images tested okay. Device has up to date main switch. The device was found functional with no issues.

Event description:
As reported for this event, during preparation for use for a diagnostic procedure, the device was not receiving any signal despite pressing of all three buttons. There was only a gray image. There is no patient involvement.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Please see the updates in sections: g4, g7, h2, h4, and h10. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. The reported issue for the device was that it was not receiving any signal despite pressing of all three buttons. There was only a gray image. Since the issue was not duplicated in evaluation, the root cause cannot be determined. It is possible that the pip/pop input could have been switched (selected from the three types of sdi, y/c, and video) while the pip display format of the cv was set to the external image (or the pip display function of the cv is being used) and no external image was input to the cv. However, there could have been no input image, causing a gray image to be displayed. Also, since the subject product has been in use for a long time since 2015, it is presumed that some device on the patient board was degraded over time, resulting in accidental failure and that the failure led to interruption of the image output. The instructions for use includes the following statements for no image appears: the following is included in the precautions for installation and connection properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result. The following is included in the troubleshooting guide irregularity description: the endoscopic image does not appear on the monitor. Possible cause: the endoscope, camera head, or oes video converter is not connected correctly. Solution: connect the endoscope, camera head or oes video converter as described in its instruction manual.

Manufacturer narrative:
This report is being supplemented to provide the UDI number and to update the coding.